Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with uremia for many years was treated with continuous hemodialysis. On the day of the event, the patient routinely came to the hospital for dialysis, and the dialysis filter and tubing were normal. Priming was done with a normal result, and an anticoagulant was administered. The dialysis started at 7:33 am, temperature 36.5°c, heart rate 75 beats/min, respiratory rate 18 beats/min, and blood pressure (bp) 140/93 mmhg. At 8:10 am, the patient suddenly presented with chest tightness and an obvious cough without obvious inducement. Considering the patient's biocompatibility of the high molecular material of the dialyzer, dialysis was immediately stopped, and the patient was given blood pressure and oxygen saturation. During this period, the patient did not come out. Considering anaphylactic shock, the patient was immediately given dexamethasone sodium phosphate injection (5mg) via intravenous push according to the doctor's instructions. The heart rate was 62 beats/min. At 08:14, blood pressure was measured at 79/58 mmhg, temperature 36.5°c, p90 beats/min, respiratory rate 18 breaths/min. The patient complained of abdominal pain, which was severe after inrush. The doctor ordered an intravenous drip of 0.9% ns 200 ml to be administered within five minutes. After app eal, the symptoms were treated, and the patient's chest tightness and cough were improved as compared to before. According to the doctor's instructions, the reported product was replaced after the blood was returned to continue the dialysis. At 8:20 a.m., the blood pressure was 96/68 mmhg. Under oxygen inhalation, the oxygen content was 80%, p90 times/bp103/75 mmhg. At 8:30 a.m., the patient¿s vital signs were stable, and the rest had no obvious discomfort symptoms. The dialysis treatment was successfully completed. Dialysis lines were the reported concomitant device. There was no reported alarm/error code activated or displayed. Besides the reported issue, there were no other visible defects or damages found on the product at the time of the event. There was no blood loss, and blood transfusion was not performed. After observation for half an hour, the patient was safe and got out of the hospital.